Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the patient was in the doctor's office and they went through all 7 programs. The patient said 2 programs were for the right side and 2 programs were for the left side of their anus. The patient's bladder issues are under control but still had bowel control issues. They had weakness on the right side of their anus. The patient called in because they wanted to know which programs target the right side of the anus. Patient said if their anus is a clock, their problems are from 2-6, this is the spot where it leaks. The device have not helped them with their bowel control at all. The antibiotics that the patient was on gave them diarrhea.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the device was removed last summer because of infection. The patient said for months prior to the device being removed, they were on antibiotics.